Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, there additional event and product details are not attainable. The events of asymmetry, "more hallow", swelling, pain, discomfort, tender to touch, and "big lump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contraindications: juvederm voluma xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history of presence of multiple severe allergies. Adverse events per table 1: treatment site responses by maximum severity occurring in >5% of subjects after initial treatment (n = 265) possible treatment site responses post juvederm voluma xc injection includes tenderness, swelling, lumps/bumps, and pain. Treatment site responses reported by <_ 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in <_ 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Patient reported "right after" injection with juvederm voluma in the cheek bone and unspecified juvederm in the "nasal folds" the patient noted some asymmetry between the nasolabial folds, and that the left side was "more hollow" than the right. The patient also stated that they "still see the lines" in the cheeks, which are now more prominent than prior to injection. Eight days later the patient was injected with unspecified juvederm in the left nasolabial fold again. "Right after" injection there was swelling in the left nasolabial fold and cheeks. The patient noted the left nasolabial fold was tender to the touch, painful, and uncomfortable. There was also a "big lump" near the left nasolabial fold as well as "smaller lumps" at the right nasolabial fold. The patient iced the symptom sites and was prescribed bactrim. This is the same event and the same patient reported under MDR ID#3005113652-2014-00481 (allergan complaint #(B)(4)) and MDR ID#3005113652-2014-00482 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product juvederm voluma, injected on (B)(6) 2014.